Event description:
During attempted implant, it was reported that the helix of the right ventricular (rv) lead could not be retracted after trying three different positions for optimal electrical signals. A new rv lead was successfully implanted to resolve the event, resulting in an additional venipuncture and a clinically significant prolongation of the procedure. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal short near the middle region of the lead. Further analysis noted an abrasion between the ring electrode cables and inner lumen was noted with an abraded ptfe liner. The cause of the reported event was due to the abraded ring electrode cable coating and ptfe liner.